Event description:
A peritoneal dialysis (pd) patient reported that their cycler made a loud pop sound and then the cycler started to smoke. The patient also stated they smelled burning and the display was distorted with lines across the screen. The cycler was connected directly to a 3-prong outlet. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that they saw smoke coming from the cycler and noticed a burning smell. The patient stated that there was no melting, spark, or flame observed. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete their treatment. The patient confirmed that they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The cycler was not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that their cycler made a loud pop sound and then the cycler started to smoke. The patient also stated they smelled burning and the display was distorted with lines across the screen. The cycler was connected directly to a 3-prong outlet. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that they saw smoke coming from the cycler and noticed a burning smell. The patient stated that there was no melting, spark, or flame observed. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete their treatment. The patient confirmed that they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The cycler was not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: a1, a3, b7, h6.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that their cycler made a loud pop sound and then the cycler started to smoke. The patient also stated they smelled burning and the display was distorted with lines across the screen. The cycler was connected directly to a 3-prong outlet. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that they saw smoke coming from the cycler and noticed a burning smell. The patient stated that there was no melting, spark, or flame observed. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete their treatment. The patient confirmed that they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The cycler was not available to be returned to the manufacturer for physical evaluation.